Event description:
Due to infection, the revision, surgery was performed. During the surgery, the stem was hard to remove and the distal part of femoral fracture occurred. The cause of the infection is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.